Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus china for evaluation. On the first checking, olympus (B)(4) checked the subject device but could not duplicate the reported phenomenon. However it was found another failure which the electrical connector of the subject device connected to the main board was damaged and cannot be used. On the second checking, olympus china found the main bord failure caused the reported phenomenon which the subject device made the alarm when starting up. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device was black and it was made the alarm during the unspecified procedure. After restarting the subject device, the subject device became normal. The intended procedure was completed with the subject device and its procedure not delayed more than 15 minutes. The user also reported that these phenomena were repeated from time to time. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Conclusion] the root causes of the reported phenomena could not be identified. [Considerations] the followings were confirmed from the investigation. The main board of the subject device was failure. There was no abnormality related to the internal functions of the subject device other than the reported phenomena. The subject device had not been returned to the manufacturing site. From above investigation, omsc concluded that these phenomena were occurred due to the main board failure of the subject device. The cause of the main board failure could not be identified. If additional information becomes available, this report will be supplemented.